Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Reference internal complaint (B)(4).

Event description:
It was reported the physician completed a novasure endometrial ablation on (b(4) 2017. The physician then performed a hysteroscopy and noted the cervix and lower uterine segment were ablated. The physician aborted the procedure. The physician "drain the bladder of the patient to observe the urine. Patient was sent to pacu and he said he would observe her and start her on antibiotics". The patient "successfully discharged the same day. "